Event description:
It was reported that the patient experienced a shocking and jolting sensation. It was not certain where the patient was feeling the shocking sensation but it was believed it was on the left side. It was noted that the patient had one lead on the right side for left side control. It was further noted that the shocking sensation had been occurring for the two weeks prior to the report and began following a reprogramming on (B)(6) 2012. During the reprogramming the device was changed from constant current to constant voltage, electrode configuration was also adjusted at 3.7 volts, and cycling was disabled. It was noted that, prior to the reprogramming, 'this was helping with his symptoms, except lightness in the left leg.' It was also noted that there were no falls or trauma. Impedance measurements were reportedly normal and it was noted that the patient had been seen by a manufacture representative on (B)(6) 2012 and impedances were normal when run at 0.7 volts. Mono impedances were reportedly in range of 1157-1338 and bipolar were in range of 1670-2138. Impedances were run with the patient in different positions and they were still all in normal range. Therapy impedances were at 830 ohms. It was further noted that movement does not cause stimulation changes and the jolting seemed random. The patient was typically in his home when he experienced the shocking but it did not seem related to specific positions. It was also reported that the patient stated that 'it seems like the device goes off and then turns back on at random times.' It was noted that 'it might turn off for 2 minutes or 2 hours and when it comes back on the patient felt a surge.' It was also noted that during the times the patient felt the device was off they noticed a tremor return. Palpitating the device reportedly did not cause stimulation or therapy changes, or shock. During palpitation the patient reportedly did feel 'some tingling' but no shocking. It was also noted that no power on reset (por) or other warning messages were reported. It was further noted that the patient was doing fine with recharging and the device's battery did not generally go below 75%. The patient reportedly recharges every 3.2 days. It was noted that the patient's health care provider (hcp) did not want to do an x-ray because impedances were fine. It was also noted that the patient used therapy 100% of the time but had recently began shutting the device off because of the shocking. Several days later it was reported that the patient's hcp had seen the patient on (B)(6) 2012 and found that impedances were in normal ranges and had adjusted the 'soft start' from 4 to 8 seconds. It was noted that this was the only adjustment the hcp made. No malfunctions had been seen, nor was the cause of the issue determined. The patient had reportedly been told to interrogate his device when he felt the symptoms and as of (B)(6) 2012 the patient had not had any of the previously reported symptoms. It was noted that the device had been on each time the patient checked it. It was also noted that the issues was resolved as the patient has not reported a reoccurrence of the symptoms and the patient was 'doing well' and receiving effective therapy.

Manufacturer narrative:
Correction of event type to serious injury. Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the lead found no anomaly. Analysis of the extension found no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4) implanted: (B)(6) 2012-, product type extension; product ID 3387s-40, lot# va012tp, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was still experiencing shocking and jolting sensations. It was stated that the therapy was effective for tremor control, but then the patient would getting a shocking sensation and the tremor control would not be as effective. The programmer revealed that the device was not turning off. The impedances were checked several times in different positions, but no abnormal impedances were seen. It was noted that when the patient would lie on his right side and lift his head, he could induce the shocking. The shocking was 'very uncomfortable' for the patient. It was later reported that the patient's battery and extension were surgically replaced on (B)(6) 2013. The patient had repeated experienced a painful shocking sensation. There was no patient injury or death. The patient recovered without sequela. No abnormal impedances were ever measured. Four days after the replacement it was reported that the patient was receiving 'effective therapy.' No further information was provided.